Manufacturer narrative:
The customer stated that the floor was notified of the incorrect results and a corrected report was sent. The issue was resolved by reviewing proper operation of the load list function with the customer. This event was due to operator error. They have not had any further issues and the instrument is performing as intended.

Event description:
The customer stated that the clinitek advantus reported out results on an incorrect patient ID. When the result printed out, the incorrect ID was listed on the print out. The customer stated she notified the floor of the incorrect results and a corrected report was sent. There was no patient intervention or injury reported due to this event.